Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system including two leads (with the same lot number) on (B)(6) 2009. It was reported the pt had fallen, and afterward, the stimulation had become painful. In addition, the pt reported she fell previously, and losing stimulation in one of her leads. The sjm representative was able to program the pt using one lead. It was reported the other lead had invalid contacts. The pt was working closely with her physician for the next course of action.